Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a cystocele anterior repair procedure.according to the complainant, the mesh was successfully deployed on the first side, or the patient's right side. When the second side was deployed, the physician determined that there was not enough tension in the mesh and pulled the first side out. While the first side was being pulled out, the mesh stretched and was determined to be unusable.the physician completed the procedure with another solyx single incision sling system and the patient's condition at the conclusion of the procedure was reported to be "okay."